Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 3 faulted. Customer stated that the system recently had maintenance performed on usm 3 but now they had issues with recoverable faults. Tse viewed system logs and confirmed the errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed when issue was identified. The robot was turned on at the beginning of the day and passed all its self-checks. Actions taken to resolve the reported issue/to continue the procedure was hit the emergency stop was hit, key used to remove instrument from arm and customer service contacted. Procedure completed with remaining arms. They completed the case robotically with the remaining three arms. Contact person reached out to customer support during the case at 1218. Patient demographics were shared. No relevant test results were provided. No relevant patient history was included.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the pfpt and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. Logs also shows errors 25730, 25734, & 25733 pointing the acc (accl), rolling loop and fcp pca. The accl, rolling loop & fcp pca is consistent with the reported event and is the potential root cause this issue. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the usm.